Manufacturer narrative:
(B)(4). . A maquet field service technician investigated the unit and verified a low flow on the patient side of the unit. The unit showed during investigation also the error messages 3001 and 3002. The technician found a defective shunt valve and replaced the same. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
"During the use of cardioplegia circuit, the vacuum valve opens entering air in the circuit. After this it shows technical error "00040001" e "00040002"" description of the technical error: "00040001" e "00040002" --> water flow low and water flow too low. No patient was involved the malfunction occurred during installation. (B)(4).